Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they put the reservoir in the insulin pump it would alarm a no delivery. They had changed the set twice. The customer¿s blood glucose level was 180 mg/dl. Troubleshooting was performed. They were advised to clear the alarm. They were advised to push the plunger slowly. The customer stated insulin exited. They were advised to rewind the insulin pump, reinsert reservoir, and run a manual prime to at least 5.0 units. The customer stated the insulin pump alarmed a no delivery. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.